Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample, and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer, "inside the packaging of the catheter is a strand of hair". Additional information was received by the customer 7/21/2023: "the product is not damaged, the packaging is not torn, the hair is inside the packaging, which is sealed. You can see it through the plastic".

Event description:
It was reported by the customer "inside the packaging of the catheter is a strand of hair." Additional information was received by the customer 7/21/2023: "the product is not damaged, the packaging is not torn, the hair is inside the packaging, which is sealed. You can see it through the plastic."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a hair found in the packaging is confirmed and was determined to be related to manufacturing. One sealed per-q-cath plus catheter kits was returned for evaluation. An initial visual observation revealed a small, dark hair inside the sealed per-q-cath kit. No obvious use residues were observed inside the kit. The kit was opened after observing the hair in the sealed kit, and the hair was confirmed to be inside the kit. Because the dark hair could be seen in the kit before it was opened, the complaint of a hair found inside a per-q-cath kit is confirmed and determined to be related to manufacturing. This complaint will be recorded for future trending and monitoring purposes. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.